Manufacturer narrative:
The biomedical engineer reported that a patient recently experienced d-fib, but for some unknown reason, the bedside monitor did not alarm audibly or visually. They attempted to review the data from the bedside monitor, and they were unable to locate any notification of the d-fib. The event occurred on (B)(6) 2021 @ 03:18pm which is well past the 120 hour limit of data the central nurse's station (cns) is able to store before old information is overwritten. The bedside monitor was being monitored on the cns. After providing the biomed with this information, nihon kohden technical support (tech support) requested that they attempt to obtain the log files from the bedside monitor. There was no harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: on 07/30/2021 emailed customer via microsoft outlook for all items under the no information section. The customer provided some of the patient information. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the csm-1901a bedside monitor, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Attempt #1: on 07/30/2021 emailed customer via microsoft outlook for all items under the no information section. The customer provided some of the patient information but no additional device information. Central nurse's station: model: ni. Sn: ni.

Event description:
The biomedical engineer reported that a patient recently experienced d-fib, but for some unknown reason, the bedside monitor did not alarm audibly or visually. They attempted to review the data from the bedside monitor, and they were unable to locate any notification of the d-fib. The event occurred on (B)(6) 2021 @ 03:18pm which is well past the 120 hour limit of data the central nurse's station (cns) is able to store before old information is overwritten. The bedside monitor was being monitored on the cns. After providing the biomed with this information, nihon kohden technical support (tech support) requested that they attempt to obtain the log files from the bedside monitor. There was no harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) did not alarm audibly or visually when a patient experienced a d-fib event. They attempted to review the data from the bsm, but no notification of the d-fib was found. The event occurred on 07/20/21 @03:18pm, which was past the 120-hour limit of the central nurse's station's (cns) data retention capabilities. No patient harm was reported. Investigation summary: the reported issue of a missed alarm could not be confirmed as an evaluation of the returned device was not performed. The returned device is currently in storage. As alarms are triggered based on the configured settings, it is likely that the alarm settings configured at the time of the event were not set to the customer's requirements. Changes in alarm settings may have been caused by user input or initialization of the device. Settings of the returned device could not be confirmed. A likely root cause of the issue may be related to user error or user education related to proper alarm settings configuration. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. Nk will continue to trend and monitor the reported issue. The following fields contains no information (ni), as an attempt to obtain information was made, but not provided. Attempt #1. 07/30/2021 emailed customer via microsoft outlook for all items under the no information section. The customer provided some of the patient information but no additional device information. Additional device information: d10: concomitant medical device: the following device was being used in conjunction with the csm-1901a bedside monitor, but the model and serial number information was noted as no information (ni), as an attempt to obtain the information was made but not provided. Central nurse's station: model: ni. Sn: ni.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) did not alarm audibly or visually when a patient experienced a d-fib event. There was no harm reported.